Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-oct-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal dilaudid (41 mg/ml at 4.5 mg/day) via an implanted pump for an unknown indication for use. It was reported that there was no complaint reported with the patient's pump but that the patient developed an infection that may have lingered from previous surgery and continued to get worse and warrant the replacement surgery. It was reported that the issue with the catheter was with the deployment of the catheter anchor. It was reported that the anchor deployment tool broke and the physician had to manually pull the green core out of the anchor in order to use it. The catheter was still in good condition and was successfully implanted. There were no known environmental/external/patient factors that may have caused or contributed to the event. No troubleshooting was needed or performed. T he patient's new pump was implanted along with the catheter and they were given antibiotics. It was reported that the patient was doing well. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 78 kg. The patient's medical history consisted of "previous smoker, no alcohol use, no kidney issues, overweight, no allergies".

Manufacturer narrative:
See h6: pli20: confirmed the handle of the anchor deployment tool momentarily slipped from the base. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.